Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported battery failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that their pdm (personal diabetes manager) was not holding charge. The patient also reported that battery acid was leaking out of the battery of the pdm. The pdm was never dropped, and the battery was never removed. The outlet did not look unusual when charging the device.